Manufacturer narrative:
Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 4th related complaint for clog on lot # 8072769. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin during use. The following information was provided by the customer: material no: 320883, batch no: 8072769. Additional information: from phone call on 2019-03-29 10:43:26: spoke with consumer on call back. Consumer stated no insulin flow "during" injection. It was reported that the consumer encountered no insulin flow during priming. Verbatim: consumer reported no insulin flow during priming. On (B)(6) 2019 he had it happen to 1 pen needle and a month ago, 3 pen needles, (no specific occurrence date). Discarded samples. Lot: 8072769, expiration date: 2023-09-30, item: 320883. Consumer uses mail order.